Manufacturer narrative:
Product event summary : subsequently, performance data was collected from the device and analyzed. Analysis revealed a lead integrity warning occurred on (B)(6) 2014 for the sensing integrity count (sic) being greater than 30 in 3 days and for 2 or more high rate non-sustained tachycardia episodes. The pacing impedance measured 4047 ohms. Starting on (B)(4) 2014, the sic was at 25334 and there were episodes with evidence of noise oversensing and inappropriate shocks.

Event description:
It was reported that the patient experienced inappropriate therapy. The device had a sensing/detection problem. The device was explanted and replaced with a bi-ventricular implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. (B)(4).